Manufacturer narrative:
Device comments: the serious events of infection and swelling at implant site and the non-serious events of pain and bruising at implant site and discomfort at injection site were considered expected, and possibly related to the treatment. Serious criteria included the need for hospitalization and medical intervention. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA evaluation: the information in this single case does not suggest involvement of a nonconforming product, or quality problem, and will not initiate a corrective or preventive action. The reported lot number was valid.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 28-sep-2020 by a physician and nurse, which refers to a (B)(6)-year-old female patient. Additional information was received on 02-oct-2020 from the same reporter. No information about medical history has been provided. The patient had no allergies. Concomitant treatments included contraceptive pill [contraceptives]. The patient had previously received treatment with unspecified fillers, without any issues. On (B)(6) 2020, the patient received treatment with 1 ml restylane lyft lidocaine (lot 17718), 0.5 ml on each side of tear trough for hollow using an unspecified needle with unknown injection technique. 13 days later, on (B)(6) 2020, the patient experienced severe swelling(implant site swelling), discomfort/pressure(injection site discomfort) on cheeks, tear trough, and pain(implant site pain). The hyalase [hyaluronidase] was mixed to 10 ml and injected 4 ml to area. The patient felt mild relief initially, and worsening on next morning. The physician was contacted for the approval of antibiotic script. In the morning of (B)(6) 2020, the patient reported severe swelling, bruising(implant site bruising), pressure, and pain. Photos were attached with the case. The reporting physician was contacted on 01-oct-2020. The patient was feeling better after starting the antibiotics for the suspected bacterial infection(implant site infection). The swelling and pain was lessened, physician was happy with the progress. The patient blood had not taken yet and no second CT scan yet. The reporting physician confirmed that the patient had been hospitalized for the adverse event. Outcome at the time of the report: suspected bacterial infection was recovering/resolving. Swelling was recovering/resolving. Discomfort/pressure was recovering/resolving. Pain was recovering/resolving. Bruising was recovering/resolving.